Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the implantable cardioverter defibrillator (ICD) has moved from being vertical to horizontal under their skin. The patient indicates feeling a little discomfort from it. The device remains in use. No further patient complications have been reported as a result of this event.